Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported event deflation was received on april 03, 2025. With lot number 1491913. Based on the device analysis grid, the assessments of the complaint are: deflation: observed more of three openings assessed as surgical damage and observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "is gone, 5 times smaller than the other". Healthcare professional later reported deflation. Hole in radius edge observed during surgery. The device was explanted.

Event description:
Patient reported left side "is gone, 5 times smaller than the other". Healthcare professional later reported deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation